Event description:
It was reported that the patient experienced spectra penile prosthesis (spp) insertion difficulties as the device would bend during intercourse. A surgical procedure was performed in which the existing spp was removed and a new inflatable penile prosthesis (ipp) was implanted. The patient was stable and improved following the intervention.